Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly; programmer was not able to interrogate non-wireless unless there was upward pressure on the rf head connection. Analysis also found there was cracked solder on the ECG (electrocardiogram) connector. The power supply was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the rf (radio frequency) head connection is loose. It does work when supported with something wedged underneath it; intermittent rf signal. Rf head was replaced and that did not help. The programmer was returned for repair. There was no patient involvement indicated.